Event description:
It was reported that a preterm, sedated baby was connected to the ventilator. At around 03:30 p.m. The "baby suddenly deteriorated with poor perfusion and desaturation. Baby was checked and a chest x-ray was done, but no pneumothorax was noted. The ventilator was showing a high respiratory rate (up to 114) and a pressure and flow rate curve with markedly changed to fasciculation. The baby was disconnected from the ventilator and the test lung was connected. The same problem continued event with the test lung.".

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that a preterm, sedated baby was connected to the ventilator. At around 03:30 p.m. The "baby suddenly deteriorated with poor perfusion and desaturation. Baby was checked and a chest x-ray was done, but no pneumothorax was noted. The ventilator was showing a high respiratory rate (up to 114) and a pressure and flow rate curve with markedly changed to fasciculation. The baby was disconnected from the ventilator and the test lung was connected. The same problem continued event with the test lung."

Manufacturer narrative:
The affected device was examined onsite by the dräger service. The log file of the device was made available for further investigation. Based on the analysis of the log file the reported event could be verified. The log file analysis revealed that the device posted several ventilation related alarm messages, e.g. "Respiratory rate high". Root cause was an issue with the breathing circuit like fluid in breathing circuit. The analysis found no indication for a device malfunction. In case of a detected deviation of ventilation related measurement values e.g. Airway pressure or respiratory rate the device would post accompanying alarm messages in accordance to set alarm limits to inform the user about the problem. The device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.